Event description:
It was reported that the gastrointestinal videoscope had a noisy image. The issue was identified during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: connector plug unit is defective causing the screen to become noisy. The most probable cause of the complaint was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.